Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user could hear normally until he went to sleep on approximately (B)(6) 2019. The next day he woke up with very loud sounds on both the sonnet and opus 2 processors. Even the softest programs at lowest volume became very loud. The user has no reported fluctuations with volume or hearing performance in the past and is not difficult to map. He has been a stable, successful user. No medical history reported that would account for the change. Patient has no ear related illness or neurological issues, and there are no reports of recent illness or head trauma.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient experienced loudness fluctuations most likely caused by temporary device unrelated medical issues possibly induced by the observed infected shunt. The problems could be solved with reprogramming. This is a final report.

Event description:
It was reported that the recipient could hear normally until he went to sleep on approximately (B)(6) 2019. The next day he woke up with very loud sounds with both the sonnet and opus 2 audio processors. Even the softest programs at lowest volume became very loud. The recipient had no reported fluctuations with volume or hearing performance in the past and had not been difficult to map. He had been a stable, successful user. Initially there was no medical history reported that would account for the change. There were no reports of head trauma. It was attempted to switch the recipient back to the fitting programs he had previously in the year, but it was still too loud. He was then reprogrammed according to most comfortable levels. He was advised that if the sound should change or become intolerable that he should discontinue use. Ground path impedance was elevated at the (B)(6) assessment, but on (B)(6) it had returned to stable reading consistent with previous findings prior to (B)(6) . Integrity test findings were unremarkable.